Event description:
It was reported that during the deployment of an embolization coil within an aneurysm, the microcatheter was pushed out of the aneurysm. When the coil was retracted in order to re-access with the microcatheter, the coil prematurely detached partially within the aneurysm and the carotid artery. Three stents were placed along the coil to tack it against the carotid wall. This was performed successfully, no attempts were made to retrieve the coil. No harm was reported.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device will not be returned for analysis. The user discarded the sample. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.